Event description:
Procedure type: spleenectomy. According to the reporter: the surgeon wiped off the instrument and noticed a piece of the instrument was left in a piece of 4 x 4 gauze. Another device was opened. The missing piece was retrieved and was outside body.

Manufacturer narrative:
(B)(4).